Event description:
5mm trocar/sleeve inserted, scope inserted and visualized small black "o" ring. Question if from trocar. "O" ring removed and placed in container. Trocar leaking initially, opened new 5mm trocar and original trocar not leaking. Md did not remove original trocar-no issue noted. Insufflation satisfactory.